Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a low battery alert was not received prior to the replace battery now alarm. The customer's blood glucose reading was 198 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Insulin pump was received not stuck in the manufacturing mode. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarm or battery power loss alarm noted during testing. However, the power management tool confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit received with corroded battery tube. Unit received with cracked battery tube threads, cracked case (battery tube), keypad overlay texture damage and minor scratches on case and minor scratches on lcd window.